Event description:
It was reported to philips that the system geometry movements were partly available. The device was in use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint. The complaint device azurion 5 m20 (722281) is not sold in the us. However, its similar device 722228 is marketed in the us under 510(k): k200917.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed by moving the patient to another system. The philips field service engineer (fse) visited system onsite and confirmed that the system's geometry movements were not available. The review of system log files showed motor assembly error. Upon troubleshooting, the fse found motor drive of the rack long and z rotation direction is abnormal. To resolve the issue, the fse replaced the amc triple servo drive and performed the calibration, after which the system was returned to use in good working order. The codes were updated based on the investigation outcome.